Event description:
The customer stated an architect i2000sr analyzer generated error codes 1006 and 1007, unable to process test. There was no adverse impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that a patient sample processed using the axsym cmv-igg assay generated allegedly false positive results when compared to negative results obtained with alternate methods (vidas and eia). In 2009 axsym cmv-igg result: 58 au/ml (positive) cmv-igm=3.21 (positive) eighteen days later, second sample axsym cmv-igg result: 76 au/ml (positive) cmv-igm=4.29 (positive) the second sample was tested at another facility obtaining the following results; cmv=g 8 (no units of measure or interpretation provided and avidity = 0.16. No adverse outcomes were reported due to this issue.

Manufacturer narrative:
(B)(4). Correction to lot number: the investigation unit found reaction vessel lot number 63651p101 was in use at the time of the occurrence. Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number 1415939-2/27/09-003-r and is therefore unassigned. This is the final report.